Event description:
It was reported that during a breast biopsy procedure, the pathologist reported, he found plastic in the first harvested specimen - cylinder. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: a lot number was not received, a device history review could not be performed.